Event description:
A patient reported experiencing inaccurate erratic results with lifescan meter. The patient's blood glucose results were 12.5, 18.7 mmol/l. Tests were done within 20 minutes with a difference of 35%. Patient did not experience any adverse events.